Event description:
The customer alleges he obtained a result of 654 mg/dl on his meter. This value is outside the system's measurement range of 10 to 600 mg/dl. He states he took additional medication based upon this result and then went to the emergency room where after about an hour of the 654 mg/dl reading, they tested him at 80 mg/dl. He refused treatment and went home. Controls were not run. Return requested and replacement was sent.